Event description:
During upper endoscopy procedure, the cre wireguided balloon dilator would not pass through the endoscope to perform dilation. After several attempts we changed the endoscope, but the problem still occurred. We then obtained a new cre wireguided balloon dilator which was effective. We continued successfully with the procedure. Manufacturer response for cre wireguided balloon dilator, cre wireguided balloon dilator (per site reporter).